Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the power cord was replaced to resolve the issue. Following the testing and verification procedure, the device settings were restored to factory defaults. All necessary checks were carried out to certify that the device has been restored to its condition prior to the breakdown. The system meets the specifications for the service performed and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6)

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. While evaluating the device, the se reported that the v60 ventilator failed the electrical safety test. It was noted that the power cord required replacement. Device evaluation and repair are pending, and this investigation is ongoing.